Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided.procode is krd/hcg. The initial reporter phone: 045-701-9581. The initial reporter email address is not available / reported. Initial reporter address line 1: (B)(6).[conclusion]: the healthcare professional reported during a parent artery occlusion (pao) procedure of the right intercostal artery branch, a 2.3mm x 10cm I-ed coil¿ (kaneka), two 1.5mm x 4cm mini coils, another 2.3mm x 10cm I-ed coil¿ (kaneka), and the complaint coil, a 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / 30366491) were used. The complaint coil was inserted into the concomitant excelsior® 1018® microcatheter (stryker) but the complaint coil got stuck on the tortuous part due to stiffness at the detach point. The coil was not able to advance at all. It was replaced with another coil, a helical-ultra and the replacement coil was delivered without any issue. The lesion was embolized and the procedure was completed. There was no report of any patient adverse event or complication. Additional information indicated that five coils were used including the complaint coil. It was not necessary to remove the microcatheter to replace the complaint coil. Nothing was noted to obstruct the microcatheter. Continuous flush was not maintained through the microcatheter. Force was not applied on the complaint device and there was no damage observed on the device.the complaint device was returned for evaluation and analysis. The investigational finding is documented below.investigation summary: the non-sterile 2.00mm x 6.00cm galaxy g3 mini coil was received. Visual inspection was performed. The device was observed in good condition without any damage nor anomaly. Microscopic inspection was performed. Under magnification, the embolic coil is observed stuck inside the introducer and in damaged condition.functional evaluation could not be performed due to the damaged condition of the embolic coil. A review of manufacturing documentation associated with this lot (30366491) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications.the complaint reported that during the procedure, the complaint coil was inserted into the concomitant microcatheter but became stuck at the tortuous part due to the stiffness at the detach point and as a result could not advance at all. The complaint coil was returned and it was observed damaged and stuck inside the introducer. Based on the observed condition of the returned embolic coil, the reported issue was confirmed. The exact cause of the damaged coil condition cannot be conclusively determined. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use (IFU) contains the following recommendations:¿ if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. After flushing, reinsert the introducer into the infusion catheter hub as described in ¿microcoil placement¿ section above.¿ if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw, and examine the delivery catheter system.¿ if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system.¿ if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the microcatheter at or slightly inside the ostium (neck) of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ pulling the exposed microcoil through the rhv grommet may damage the coil.the complaint did not originally report the coil being damaged during the procedure. Additional information indicated that no damage was observed on the device. Under microscopic magnification, the embolic coil was observed stuck inside the introducer and in damaged condition. The damaged condition of the coil likely contributed to the reported issue that the coil became stuck inside the concomitant microcatheter. The exact cause of the damaged coil cannot be conclusively determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2.00mm x 6.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a damaged condition as observed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission.the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported during a parent artery occlusion (pao) procedure of the right intercostal artery branch, a 2.3mm x 10cm I-ed coil¿ (kaneka), two 1.5mm x 4cm mini coils, another 2.3mm x 10cm I-ed coil¿ (kaneka), and the complaint coil, a 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / 30366491) were used. The complaint coil was inserted into the concomitant excelsior® 1018® microcatheter (stryker) but the complaint coil got stuck on the tortuous part due to stiffness at the detach point. The coil was not able to advance at all. It was replaced with another coil, a helical-ultra and the replacement coil was delivered without any issue. The lesion was embolized and the procedure was completed. There was no report of any patient adverse event or complication. Additional information indicated that five coils were used including the complaint coil. It was not necessary to remove the microcatheter to replace the complaint coil. Nothing was noted to obstruct the microcatheter. Continuous flush was not maintained through the microcatheter. Force was not applied on the complaint device and there was no damage observed on the device. The complaint device was returned for evaluation. During the microscopic inspections of the returned device, the embolic coil was observed in damaged condition. Based on the product analysis on 10 september 2021, this event has been deemed MDR reportable as a ¿malfunction.¿